Event description:
On (B)(6), 2008, I received a minimally invasive left total hip replacement. Implant consists of a zimmer trilogy 52mm shell, zimmer size 17 versys fully coated stem and plus 0 neck 32mm head. Since surgery, I have experienced continued pain with walking, bending and other movement. I had several months of physical therapy, including iontophoresis, with no improvement. Condition has gotten much worse in the last four months with increased pain and difficulty walking even a few steps due to pain and inability to bear weight on my left leg. I have had numerous x-rays, CT scans and other tests. Recent x-ray indicates left hip is misaligned and left leg is now shorter. Revision surgery has been recommended.